Manufacturer narrative:
This icm was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Neither visual examination nor x-ray examination of the device identified anomalies. An attempt was made to interrogate the device, and it was noted the icm could not be communicated with. Review of the stored latitude data indicated that the battery from the device was depleting at a rate faster than expected. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed analysis. This analysis identified a latent current leakage path within the battery that resulted in the observed communication issue.

Event description:
It was reported that the patient exhibited connection issues with the insertable cardiac monitor (icm) device. Boston scientific technical services (ts) provided troubleshooting, despite multiple efforts, including checking the connection, unpairing and reinstalling the mylux app on their personal phone, and starting the setup again the issue remained unresolved. The patient was referred to the clinic for further evaluation of the icm. Additional information received, the representative performed troubleshooting with the personal phone of the patient, however the set up kept failing since the patient app was unable to find the icm device. Due to this reason ts advised to send a new patient mobile monitor (pmm). A subsequent call was received in which the patient kept experiencing ongoing issues with the setup and connection between the pmm and their icm. Despite multiple attempts, the device has not successfully connected, and the mobile app setup remained incomplete. The patient tried troubleshooting steps, including reinstalling the app and restarting the setup, but the icm could not be detected. The boston scientific field representative confirmed the implant could be felt during a previous visit but noted the absence of necessary tools to verify placement. The situation remained unresolved. The patient was referred to the clinic for further evaluation, and an in-office check with imaging was suggested to confirm the position of the icm. Additional information indicates the patient received an electrical shock from an industrial outlet while working in a data warehouse, due to this reason the plan was to replace the icm and return the icm for analysis. The patient underwent a surgical procedure to have their icm explanted and replaced with a new icm. No adverse patient effects were reported. The device was returned and is currently undergoing analysis.